Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that rep had a system explant approximately a year after implanted because of inadequate coverage. Multiple reprogramming was done. Entire system was explanted. Issue has been resolved. No further complications were reported/anticipated.